Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that during the night, the patient saw that infusion set's tubing separated from the pump and this issue occurred with two sets from the same box. There was no glue at the cap connector. The patient removed and inserted the tubing again. No further information available.